Event description:
The supplemental oxygen blender in the ventec v+pro ventilator utilizes a binary solenoid valve, rather than a rotational ball-valve, to control the flow of 100% oxygen from hospital 50 psi line. When this binary solenoid valve closes, its sudden closure causes a sudden a sudden pressure spike to be introduced into the hospital 50 psi line causing flow-meters in other rooms to bounce up and down. When this binary solenoid valve opens, its sudden opening causes a sudden pressure drop to be introduced into the hospital 50 psi line causing the flow-meters in other room to drop down. This impacts all the patients in adjacent rooms and creates flow inaccuracy and pulsating feeling flow. Despite reporting to the company, nothing has been done to remedy the issue. We have had to stop using the 50 psi oxygen outlet to not disrupt the flow to other patients.